Manufacturer narrative:
Combination product: yes.

Event description:
Orsiro drug-eluting stent systems were selected for treatment of the lad. After pre-dilatation, an orsiro 2.5x35 mm to distal lad was inserted. Subsequently, it was attempted to cross the orsiro 3.0x40 (complaint device) at mid lad, but it could not pass the lesion due to severe calcification, and then stent dislodged in vessel. The stent was retrieved with a snare, and another stent was used to complete the intervention without further complications.

Manufacturer narrative:
Combination product: yes. Only the stent was returned for investigation and subjected to a technical analysis. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The stent was returned in a plastic tube. The stent is severely deformed (i.e. Expanded over its entire length). The delivery system was not returned for analysis. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.